Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, device catalog/ lot detail and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that patient's right hip was revised due to a femoral periprosthetic fracture sustained after a fall. An accolade ii stem and biolox ceramic head were revised to a restoration modular stem construct and biolox ceramic head with cables. Rep reported that x-rays, medical records, and further information are not available.